Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The rotator from the valve is dislocated.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the valve was visually inspected it was noted that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was hydrated for 24 hours. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was dried. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator. The cam magnets were controlled. The magnets failed. The polarity of the magnets was tested, the magnets were all on -failed. Review of the history device records confirmed the valve product code 82-3114, with lot cmccv3, conformed to the specifications when released to stock on the 21st march 2011. The root cause of the dislodged stator could be due to corrosion, this however could not be determined. The root cause of abnormal polarization of chpv magnets was probably caused by magnetic fields, this however could not be determined. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.